Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The s-ram was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system did not boot up correctly. No pt injury was reported.